Event description:
The pt was implanted with a smooth saline mammary prosthesis on 8/13/1998. Subsequently, the pt experienced a deflation of the device, capsular contracture and infection. The device was removed on 1/28/1999.